Event description:
The complaint alleges the consumer was fatally injured in a fire that destroyed her home, due to an alleged design defect in an invacare junction box being used on a sunrise medical bed that "overheated and ignited the bed".

Manufacturer narrative:
(B)(4) 2012 - kel - retrospective review of this file based on protocol (B)(4) determined this is an MDR. No RMA had been initiated for this issue. Model and serial number/date code of the junction box is unknown. The junction box was used on a non invacare bed (sunrise bed). The bed is unknown. In order for invacare to make this submission, an ac powered adjustable hospital bed was selected for the brand name, common device name and type of device. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a female, whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Legal notice was first notification to the manufacturer of the incident. Junction box was present in a home that caught fire. Junction box was used on a non invacare bed. Operator's guide has instructions on the proper and safe use of the product. Junction box was x-rayed and no indication of a product defect or malfunction. Complaint is due to an installation error mixing bed components from different manufacturers.